Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/28/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the black box history showed multiple unexplained por had occurred on (B)(6) 2015. The returned battery cap threads and coin slot were found to be damaged. Returned battery cap unable to secure to the pump; intermittent power was duplicated. The returned battery cap contact height and width measurements were found to be within the required specifications. A test battery cap was unable to fully secure to the pump, but secured well enough to complete testing. No evidence of moisture was found in the battery compartment. The pump was exercised for 24 hours using a test battery cap with no power interruptions occurring. The pump case was removed and no intermittent conditions or moisture was found on the power circuit. Returned cartridge cap used to complete testing. Display was found to be dim, faded, and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.